Event description:
It was reported that dosing on an ilet insulin pump stopped with alert 41 indicating an insulin absolute range error while the battery showed adequate charge, and the user was disconnected from automated dosing due to no cgm connection; the user restarted the device, but the alert persisted and transitioned to multiple daily injections. Symptoms included hyperglycemia reaching 400 mg/dl due to interrupted insulin dosing. Outcomes included temporary interference with insulin therapy and the need for alternative insulin administration. Investigation included customer interview, device restart guidance, and initiation of device replacement for further evaluation. Investigation of this case revealed an unresolved alarm consistent with a device malfunction related to insulin delivery control in the presence of lost cgm input, with no report of physical damage. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to identify a specific component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description. Complaint was confirmed. Alert 41 was present in the notifications menu. After inspecting interior components, the cause for the issue was determined to be false homing.